Event description:
It was reported the patient presented for implant procedure. Post-procedure interrogation showed the leadless pacemaker (lp) was displaying an incorrect longevity estimation. No changes or interventions were performed. There were no patient consequences.